Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pvcs of similar pacing morphology and high capture threshold on right ventricular lead was observed post-implant procedure. Rv lead was found to be dislodged. Lead was explanted and replaced. Patient was stable.